Event description:
It was reported that the user could not pair a new dexcom g7 sensor with the pump due to entering an incorrect pairing code, and pairing was successful after the correct code was entered. Symptoms included no reported adverse clinical effects. Outcomes included no reported alerts or alarms and no need for medical care. Investigation included customer troubleshooting and education. Investigation of this case revealed user error related to an incorrect pairing code, with the device functioning as designed once the correct code was used. It was concluded, based on previously established findings for similar reports, that user error during setup was the cause.